Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ld6750: expiration date: 03/31/2019. Date of mfg.: 04/26/. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of index surgical procedure. Diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the location of the suture breakage (i.e., middle, end)? Was there any precipitating stress factor for the suture breakage? What were current symptoms following the index surgical procedure? Other relevant patient history/concomitant medications did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? What was used to close the wound on re-operation? Please clarify lot number involved.

Event description:
It was reported that the patient underwent a posterior cervical spinal fusion procedure on an unknown date and barbed suture was used. The barbed suture was used on the fascia by continuous suturing during the primary operation. Two weeks after the operation the barbed suture was broken and patient had a nonunion of the fascia. A re-operation was performed after follow up observation. The patient is currently in the hospital. The surgeon opines that the barbed suture should not be used for areas to which high tension is applied. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000063351 additional information was requested and the following was obtained: date of index surgical procedure => no information. - diagnosis and indication for the index surgical procedure? =>no information. - what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? =>no information. - what was the location of the suture breakage (i.e., middle, end)? =>no information. - was there any precipitating stress factor for the suture breakage? => no information. - what were current symptoms following the index surgical procedure => the surgical wound on the fascia did not coalesced due to suture breakage. - other relevant patient history/concomitant medications => no information. - did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? => suture breakage was noticed 2 weeks after the suture placement. No other suture deficiency or anomaly was observed. - what is physician¿s opinion as to the etiology of or contributing factors to this event? => the neck is tended to receive tension. This might have caused the suture breakage. - what is the patient¿s current status? => as of (B)(6), the patient was in the hospital. Any further information has been provided since then. - what was used to close the wound on re-operation? => no information. - please clarify lot number involved. => the possible lot number is ld6750. However, it is not sure if this is the correct number. Additional information: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ld6750: expiration date: (B)(6) 2019. Date of mfg.: (B)(6) 2017